Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient keeps dislocating (3 times since 12/19). Liner was swapped out for a 32mm head and 32mm liner.